Manufacturer narrative:
Hill-rom technical support performed troubleshooting over the phone with the account and determined the gear rack was broken. The instruction guide, 7en140102-04, states under care and maintenance; for safe and troublefree operation, a few routine procedures should be performed every day the lift is used. - test the operation of raising and lowering and the base-width adjustment function. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Hill-rom technical support provided the account with the part number for a new gear rack to order and install. Replacement of the gear rack will resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the lift's legs came out from the base. The lift was located in the patient area at the account. There was no patient or user injury reported. This report was filed in our complaint handling system as (B)(4).